Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the touchscreen went black after the customer had installed the front bezel. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was reported that the touchscreen was blank after a field service engineer (fse) installed the front bezel to perform a field change order. The fse returned the next day to the customer's site and the touchscreen was no longer blank and functioning as expected. The touchscreen returned to functionality the following day after the issue occurred by itself. The device passed required performance verification tests per philips standards and was returned to service.